Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the reservoir compartment was not holding the pump in place. Troubleshooting was performed for damage and noticed missing piece near the reservoir compartment and the grooves on the side that hold the reservoir are no longer holding. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir stay locked in place noted. (B)(4).